Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 21 feb 2008.

Event description:
Baby born in 2007 and catheter placed in antecubital space of left arm the next month later. Three days later, shoulder noted to exhibit oedema. Oedema treated with biseptine.